Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator hadn't been working for a year. The hcp clarified this and stated that the patient was unable to charge their ins. Patient services reviewed the possibility that a physician recharge mode session might be necessary and the hcp reported that they tried that and they hadn't been able to do anything. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the patient last successfully charged their ins and unable to charge was early 2017. Patient went without charging due to lack of efficiency and didn't use unit. Patient had multiple visits with rep to charge unit. The recharging issue has not been resolved. No patient symptoms or complications were reported in this event.